Event description:
It was reported that the insulin pump alarmed, indicating a compromised force sensor system. The blood glucose reading was 160 mg/dl. The caller was advised that during seating, the force sensor may not have detected the reservoir. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. No prime alarm noted. The insulin pump had minor scratches on display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.